Event description:
It was reported that the patient deceased due to dementia-related consequences and arrhythmia. There were no noted allegations that the arrhythmia was caused by an abbott product or abbott related procedure.

Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of a partial lead was returned in one piece. Electrical testing did not find any indication of any conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. No other anomalies were found.